Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise resulting in pacing inhibition of 3 seconds. This is not dependent and has a slow underlying rhythm. High capture thresholds were also observed. Reprogramming was performed. Boston scientific technical services (ts) was consulted and discussed that due to the age of this lead, this could likely be an insulation breach. It was recommended to continue to monitor this patient. No adverse patient effects were reported. At this time, this lead remains in service.